Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a broken electrical pin was noted on the white cable of the system controller. The controller was exchanged, then a new alarm was noted: "power cable alarm active".

Manufacturer narrative:
Section d4: catalog number corrected manufacturer's investigation conclusion: the reported event of damaged pin could not be confirmed through this evaluation. It was reported system controller (serial # (B)(6)) had a damaged pin within the white power cable. This led to the system controller being exchanged. The device was expected to be returned; however, additional information reported the system controller was lost. A root cause of the damaged pin issue could not be determined. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.